Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-03150; 03151; 03152; and 03153.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2005 and subsequently expired on 01/10/2006 after the use of the product.